Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving inappropriate therapy for atrial fibrillation with a rapid ventricular response from the cardiac resynchronization therapy defibrillator. The event was confirmed by the review of remote transmissions. The patient was treated with medication and would continue to be monitored remotely.